Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that after the endometrial ablation and tubal ligation procedure, the doctor noted she "suspected they burned the fundus and had impact to the outer wall of the fundus. They were not concerned about a burn in any other area. They said it may be due to the arcuate uterus with two horns which may have caused anatomical weakening. They did not mention any health concerns. The doctor was not concerned and the patient was fine." Hologic representative notes the doctor did a hysteroscopy before but didn't take any picture inside uterus or after. No additional details.